Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified circumflex marginal coronary artery. A .014" allstar guide wire was selected for the procedure to be used as a buddy wire. During removal of the guide wire from the anatomy through the unspecified rotating hemostatic valve (rhv) at the end of the procedure, the guide wire met resistance inside the rhv and the tip of the guide wire broke off inside the rhv. No traces of the guide wire tip were seen on angiography; therefore no retrieval attempts were made. However the staff was not 100% sure that all parts of the guide wire were removed from the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Adverse event was removed. Type of reportable event changed from serious injury to malfunction. (B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections and scanning electron microscopy (sem) analysis were performed on the returned device. The separation was confirmed. The difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, returned device analysis confirmed that the entire guide wire was returned; therefore, no pieces remain in the patient.